Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm harmonic ace instrument associated with the customer-reported complaint. The instrument was analyzed and was found to have the curved blade broken at the tip/midpoint/base. A piece approximately 0.139" x 0.067" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted distal pancreatomy surgical procedure, the 8mm harmonic ace instrument tip was broken. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the instrument was been well inspected before use. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The patient is totally safe and healthy. The surgical task that was being performed when the issue occurred was to dissect the body of the pancreas. No obvious collision being found. No fragments fell from the device while used within a patient. No post-operative tests like an x-ray or ultrasound performed to check for remaining fragments since we have found the broken piece. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retention of foreign material. The video recording of the procedure are not available for isi review. The patient demographics was not provided.

Event description:
Refer to h10/h11 for follow-up information.